Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the wire had some tension when prepping catheter but not enough to cause questioning. During procedure wire became lodged within the catheter and stuck. It was attempted to twist the catheter/wire with little success. Therefore the catheter was removed from the body and the physician was unable to pull the wire out of the catheter fully. It was attempted to remove the wire from the base and from the catheter end. Physician requested a new wire and catheter. No patient complications occurred. The device is not expected to return for laboratory analysis since it was contaminated.